Event description:
Hcp reported the pt's pump was accidently refilled with an incorrect drug and concentration in 2004. Approximately 5-10 minutes post-refill the hcp realized what had happened and aspirated the pump of all drug and refilled with the correct drug and concentration. No rinsing of the pump reservoir was done. Two days post refill the pt complained of headache, sweats, and increased pain. Based on the flow rate and time elapsed, the pt was receiving a diluted combination of drugs. Multiple attempts for further info were unsuccessful.